Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happens again.